Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the prime history revealed 97.13 units was primed from the pump on (B)(6) 2013. The rewind, prime and load steps were successfully performed on the pump. The pump had displayed a message to ¿disconnect infusion set from the body" on the rewind screen; the pump screen also displayed the message to ¿be sure the infusion set is disconnected from your body¿. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas stating that he performed a cartridge change but was unsure what happened because, he was then missing about 100units of insulin. Customer technical support had the patient review the prime history and noted that the prime history indicated that he primed 97units while attached. The patient's blood glucose (bg) at the time of the call was reportedly 210mg/dl. The patient was advised to contact emergency services due to the amount of inadvertent insulin received. The patient's bg at the time the paramedics arrived was reportedly 196mg/dl. On (B)(6) 2013, cts followed-up with a family member who stated that the patient was taken to the hospital where he was placed on an IV dextrose drip and was admitted overnight for observation. The family member noted that the patient's bg did not drop low at the hospital but she could not provide specific bg values. The patient reportedly continued on insulin pump therapy and his bg at the time of follow-up was 150mg/dl. There was no indication or allegation of a pump malfunction. This complaint is being reported because, the patient sought medical intervention after mistakenly priming while attached and receiving unintended insulin.